Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon eval, the battery charger/modem was unable to power up. The power supply cord was cut in half and there was liquid contamination on the battery board. The cause for the failure was isolated to the defective power supply and liquid contamination. The root cause for the cut power supply cord could not be positively identified. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective batter charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power up.